Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
It was reported that the ventilator's screen was black. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue and found an air valve liftoff failure error code and found that there was no gas detected due to gas circuit fault. The se reported that after replacing the blower, the unit returned to normal and passed all tests.